Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2015. During this time an increase in voltage suggests a further pad-pak was installed. The last log entry on the (B)(6) 2015 records a manual power up with a nonsensical duration. Investigation was unable to replicate or find any evidence of the reported fault. There were no ten minute manual power ups in the history log. There was one manual power up with a nonsensical duration. This may indicate that the device was switching on automatically and the user intervened by pulling out the pad-pak to power off the device rather than using the on/off button or that the pad-pak was incorrectly seated within the device housing. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.